Manufacturer narrative:
System settings and images of the optical coherence tomography (oct) scans were provided for clinical review, and no abnormalities were observed. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)

Event description:
An ophthalmologist noted a small tag and an area of no treatment post laser assisted cataract surgery. The ophthalmologist completed the capsulotomy manually. During the phaco emulsification portion of the procedure, the bag tore and the lens dropped to the back of the eye. Additional information requested.